Event description:
It was reported that this right ventricular (rv) lead exhibited pacing not delivered when required, failure to capture and lead body damage. The reported lead body damage was to the shocking electrode and gore covering. Subsequently, the rv lead was surgically explanted and replaced. No additional adverse patient effects were reported.